Manufacturer narrative:
Device code (a code) was updated. The service actions done and reported in the intial report resolved the issue. An instrument performance check was conducted and the instrument was operating within specifications. No further issues were reported afterwards. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with creatine kinase (ck) assay on a cobas 6000 c501 (ul) v serial number (B)(6). The initial result was 19 u/l. The repeat results were 8076 u/l with a data flag and 9785 u/l. The results were obtained from a single sample. The questionable result was reported outside the laboratory. The physician questioned the result and the sample was repeated. The repeat result deemed to be the correct result.

Manufacturer narrative:
The customer mentioned that daily maintenance is done on time. The sample was visually checked and it looked fine. The field service engineer (fse) verified alignments, cell rinse levels, probe rinse volumes, and pump pressures. Precision studies were performed and they were within specifications. Qc was performed and was acceptable. Investigation is ongoing.

Manufacturer narrative:
The initial report stated: we received an allegation about discrepant results for 1 patient's plasma sample tested with creatine kinase (ck) assay on a cobas 6000 c501 (ul) v serial number (B)(6). This should say: we received an allegation about discrepant results for 1 patient's plasma sample tested with creatine kinase (ck) assay on a cobas 6000 c (501) module serial number (B)(6).